Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿air in line¿ was unable to be reproduced. The air test could not be performed due to reload set (air detector) alarm with a loaded set. A review of the event history log revealed multiple air-in-line and reload sets messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified. The cause of the condition was determined to be an ultrasonic upper calibration value significantly out of specification, which was unable to be calibrated. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.